Event description:
It was reported that on the 5th day of npwt utilizing a pico7, it was noticed the ok lamp and the leak alarm lamp flashed and the dressing was not compressed. It is unknown if the issue was found when it occurred. The problem was solved by exchanging the pump keeping the same dressing on. No patient harm. No information about delay.